Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the preparation for use. The user also reported that the image of the subject device could not be displayed while evis 190 series endoscope was connected. At the incoming inspection for the repair, olympus india checked the subject device and duplicated the reported phenomenon. It was also found that the printed circuit board failure of the subject device which might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the components related to scope communication on the printed circuit board (if tip or lens oscillator) made no communication between the subject device and the endoscope. The error b30 occurs when the endoscope data could not completed to transmit normally to the subject device when the endoscope was connected to the subject device. If additional information becomes available, this report will be supplemented.